Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial pressure alarms occurred at the beginning of a routine hemodialysis treatment and could not be resolved. The cartridge was only partially filled when treatment was terminated due to suspected clotting of the arterial needle, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator attributed the alarms to arterial needle clotting. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting arterial pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. The reported blood loss has been reviewed with facility staff who will provide additional training regarding needle cannulation. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.